Event description:
The following report was received from baxter poland. In 2007 a peritoneal dialysis (pd) nurse reported to a baxter clinical consultant that a patient was admitted to the hospital as a result of "overhydration." The patient initially reported that on five days earlier, the home choice instrument did not complete the prescribed fill volume during the last fill cycle and that only a part of the dialysis solution had been let in. However, on the following day during the following treatment, the patient bypassed two drain cycles. There was no reason for the home patient to override the program of the device. This information was obtained from the event log during the device's evaluation. Bypassing the drain cycle led to an overfill of more than 3000 ml dialysis solution left in the peritoneal cavity, caused shortness of breath. At this point the treatment was terminated and the patient contacted their dialysis unit. The patient was then admitted to the hospital for few days due to pulmonary edema. The diagnosis was made based on auscultation. The capd treatment was prescribed to resolved the issue. No additional information was provided by the reporter.

Manufacturer narrative:
The actual instrument involved was received and evaluated in baxter poland. The instrument passed the volumetric accuracy test within specification. Upon a review of the event log data, it was noted that in 2007 the initial drain volume was 1775 ml. Next, the patient bypassed the drain 4 of 5 at the beginning of the phase without reason; no alarm was recorded prior to the bypass. The bypass caused "drain not finished" message from the display of the instrument. The patient performed a bypass again, resulting in completed fill phase after uncompleted drain. The issue has led to overfill of more than 3000 ml solution. At this point, the patient has turned off the instrument and contacted the dialysis clinic. According to the engineer performed the evaluation of the instrument, the overfill issue occurred as a result of improper use of the bypass function by the home patient.